Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the manufacturer through their device tracking system indicating that the pt expired. Cause of expiation was noted as "lvad thrombosis."

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device and obtain additional info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.